Manufacturer narrative:
The pump remains in use supporting the patient. Approximate age of device - 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller gave the low battery and controller clock not set alarms. The patient reported that the external 14 volt batteries were likely run low. The patient was asymptomatic. Due to this alarm, the patient was advised to go to the hospital for further evaluation. The system controller log file was submitted for review by the manufacturer's technical service representative. A pump stop was captured on (B)(6) 2016 that occurred after the external 14 volt batteries depleted. The system controller backup battery took over operation until it too was depleted. At this point the lvad stopped. Once power was reestablished a clock reset was recorded and the system controller and lvad returned to operating at the set speed.

Manufacturer narrative:
The report of a pump stop as a result of depleted batteries was confirmed based on the information contained in the log file retrieved from the returned primary system controller. The log file indicated that the system operated on battery power until the batteries became depleted. The system switched to emergency backup battery support and continued to operate the pump until the emergency backup battery also became depleted and the system stopped for an unknown amount of time. The log file information indicates that the system controller alarmed appropriately throughout the event with low voltage advisory, low voltage hazard, and no external power alarms. The system then resumed operating at the set speed when power was restored to the system controller and the system controller activated a yellow wrench alarm due to a system clock reset as a result of the loss of power. The patient¿s backup system controller was also received. Upon review of the log file retrieved from the backup system controller a similar sequence of events was recorded on (B)(6) 2015. No other atypical events were captured in either log files. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support. The manufacturer is closing the file on this event.